Event description:
The customer reported that both remote network stations (rns or remote monitoring system) are experiencing communication loss on all beds for an unknown amount of time and then came out of communication loss.

Manufacturer narrative:
Our technical support walked the nurse through restarting the remote network stations, and the issue was resolved.